Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix disengaged from the helical channel. There was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the defibrillation lead was damaged during implant. The helix would not fully extend which may have been a result of an acute angle in the shoulder. The lead also had abnormally high impedence. The lead was removed and replaced. No patient complications were reported as a result of this event.